Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) prematurly depleted. The device will be explanted in one month, and returned for analysis.